Manufacturer narrative:
As reported the surgeon did not hydrate the mesh prior to insertion. The preparation section of the instructions-for-use (IFU) supplied with the device states, "it is recommended that ventralight¿ st mesh be completely immersed in sterile saline for no more than 1-3 seconds immediately prior to placement in order to maximize the flexibility of the prosthesis." User returned two (2) pieces of the ventralight st hernia patch that had been cut from the original sample when sizing the repair prior to use. These returned pieces also had not been hydrated. Visual examination found no anomalies on the hydrogel coating or with the mesh. A simulated use test was performed and showed that when hydrated the hydrogel coating did not stick together or separate from the mesh. The evaluation of the returned sample pieces concludes that when the mesh was hydrated as prescribed in the IFU the device performed as expected. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided and the sample evaluation the issue experienced by the user appears to be use related. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the surgeon was using a bard ventralight st hernia patch during a laparoscopic umbilical hernia repair procedure. The surgeon rolls the mesh dry (did not hydrate the implant) and placed it trough a 12mm trocar. He fixated one site, and then began to fixate the other side. As he was unfolding the mesh he found that it had gotten stuck together and the hydrogel coating was coming off the mesh. He then removed the implant and returned the sample for evaluation. Another device was used to complete the case and there was no patient injury as a result of the event.